Event description:
Approximately one year and nine month post hvad implantation, the site reported that the patient had experienced unexpected behavior with his batteries. The patient experienced a power source change in the controller earlier than expected. He reported feeling "dizzy" but was able to exchange one of the connected batteries. A preliminary review of the controller log files revealed a loss of power on the reported event date.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced power switching with four of his batteries. There was no reported patient injury as a result of this event; however, the patient felt dizzy during the reported switching event. The battery ((B)(4)) was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device ((B)(4)) met all requirements for release. Visual and functional examination of battery was not conducted as testing and investigation of similar battery performance issues were performed under a systemic investigation and were manufactured prior to the corrective action implementation. The most probable root cause of the reported power switching event may be attributed to a combination of batteries with a faulty internal cell pair and communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate these types of issues. Heartware has issued a field safety notice (fsca apr2014) and patient letter to physicians intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Heartware later expanded the voluntary field action, fsca apr2014.1, for the removal of unscreened batteries ((B)(4)) from the field. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of three reports (3007042319-2014-00588, 2015-02670 and 3007042319-2015-02671) submitted for devices related to the same event.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.